Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value; due to wear of angle wire the play of the up down knob was out of the standard value; adhesive on the a rubber had a crack; the adhesive on a rubber had a chip; due to clogging of nozzle air supply volume did not meet the standard value; due to clogging of nozzle water supply volume did not meet the standard value; the adhesive around objective lens was peeled; the connecting tube had a scratch; forceps elevator had a burr; probe cover had a scratch; distal end had a scratch and the adhesive around light guide lens was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera dudenovideoscope that the forceps do not lift, fixation is poor, and separated. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, a foreign object in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be prevented by following the instructions for use sections below: jf type 260v, tjf type 260v chapter 3 cleaning, disinfection, and sterilization procedures. Jf type 260v, tjf type 260v chapter 3 preparation and inspection reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - did the customer flush the air/water nozzle with water and air: yes - were there abnormalities in the accessories used for reprocessing: not answered - did the customer flush the air/water nozzle / channel with the detergent solution: yes - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes olympus will continue to monitor field performance for this device.